Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 40098 were returned and analyzed. The data files confirmed system notices 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ and unrelated notice 50024 ¿there is a problem with the refrigerant port¿ on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. Smart chip verification indicated the catheter was used for nine injections. Unable to perform the performance test due to persistent system notice 50005. Dissection/ pressure testing showed a guide wire lumen breached at 2.84 inches proximal from the tip. In conclusion, the reported system notice 50005 was confirmed through data analysis and testing. The balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. Additionally, a system notice was received indicating that there was a problem with the refrigerant port. Another system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The coaxial umbilical cable was replaced without resolve. It was noted that there was blood inside the coaxial port. The blood bottle did not show any blood formation, and the procedure continued. Test ablations were then performed in a saline bath. The case was completed with cryo. No patient complications have been reported as a result of this event.